Event description:
It was reported that an alarm occurred indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's cartridge had been used for more than the recommended 72 hours, causing a blockage. Technical support advised on corrective actions, and the customer was educated on cartridge usage. The customer changed supplies and resumed insulin therapy.